Manufacturer narrative:
Concomitant products: product ID 37714, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-75, serial # (B)(4), implanted: (b)(6 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient stopped feeling the stimulation from their implantable neurostimulators (ins). The patient stated that when they went to try to charge the inss (patient had 2 device systems implanted), the showed an end-of-service (eos) messages on both. It was noted that they were sure they saw a call your doctor screen with ¿xxx¿ and then an eos on both ins devices. On the day of report, the patient observed a reposition screen on the recharger. The patient had recharged one ins 3.5 days ago and the other one 4 days ago. They stated that they never ¿charges till the end¿ and that they charged to 75% last time. It was noted that they used one recharger unit for both ins devices. When the patient tried to use the programmer on both inss they observed a poor communication screen, both with or without the use of the antenna. The patient had moved and it was not known it their new healthcare professional (hcp) worked with their devices. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. It was noted that the patient had bilateral ins systems present during the event. See manufacturer¿s report # 3004209178-2015-05220 for concomitant ins system information.